Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a pocket revision as the physician suspected an infection at the pocket. The ipg was removed, the pocket was irrigated and the ipg was replaced in the pocket. The patient was instructed to complete the full course of antibiotics. Follow up revealed the infection has resolved.